Event description:
Boston scientific received information that this device system delivered several shocks which lead to an error code in the device indicating a possible short circuit condition during shock delivery. All other diagnostics were within normal limits. Boston scientific technical services (ts) was consulted and suggested that the right ventricular (rv) shock lead impedance must have measured low on shock delivery and there might be a shorted lead condition on the lead. Recommended replacement of both the device and lead as its not easily discerned if this is a lead only issue or if the condition caused device damage. The device was explanted and the rv lead was surgically abandoned. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted that there were tool markings on the device casing but no arc marks were present. An x-ray was taken which noted that the plasma fuse was blown. Testing verified that there was adequate ventricular pacing output per the programmed settings. An examination of the memory noted that the device had shocked into a shorted lead condition while attempting to deliver a shock. In conclusion, the device blown plasma fuse was the result of induced high energy overstress damage caused by shocking into a shorted lead condition.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.